Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the blood glucose reading was rising. It went from 398 mg/dl to 445 mg/dl. The customer's site was changed and the customer was treated with a manual injection. A half hour later, the blood glucose was 431 mg/dl. The daughter was advised to go to the emergency room or contact a health care professional if the blood glucose did not come down. The daughter declined troubleshooting.